Event description:
The user underwent revision surgery due to skin flap degradation and extrusion. Anterior migration of receiver stimulator was reported. Cellulitis of skin overlying magnet was reported. The device was repositioned. This report refers to 9710014-2026-00147. For further information please refer to this report.